Event description:
The surgeon reports inflammation after four months post-operative. Severe contraction of the posterior capsule was observed. An anterior capsulotomy was performed. It is unknown if the inflammation is lens-related.